Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to jump from 80% to 100% following past cartridge changes. The customer's blood glucose level was 152 (mg/dl). Review of the pump data logs by tandem technical support confirmed the battery fluctuations. Reportedly the customer would continue to use the pump for insulin therapy.